Event description:
It was reported that the insulin pump was warm to the touch and the display was blank. The reported blood glucose reading was 77 mg/dl. Troubleshooting was performed, and the display was restored. However, the insulin pump continued to be warm to the touch. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
The insulin pump was warm and the display was blank due to a capacitor at the liquid crystal display puncturing the isolation tape and making contact to the positive side of the battery tube.